Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient didn't believe it was working because they didn't feel stim. They left the office at 1.9 volts and bumped it up to 2.3 volts. They were feeling pressure and slight discomfort, and did not feel stim all day the day before the report. The patient noted they had not had any fecal incontinence relief. The patient was on 2.4 with no other programs available. They were redirected to their healthcare provider. No further complications were reported.